Manufacturer narrative:
"While attempting to replicate the reported event, (B)(6) used minimed mobile app (software version 1.3.2) on huawei mate 20 pro (android 10, emui 11) with 780g pump (software ver. 6.7v.3) but was unsuccessful. However, (B)(6) tested minimed mobile app (software version 1.2.1) on huawei p30 (android 10, emui 12) with the same pump and successfully reproduced the event with 100% reproducibility rate. After analyzing similar issues, it has been identified that the root cause of the problem is related to pump (B)(4). We have determined that the ble connect mobile application and pump spid (B)(4) functioned as intended and in compliance with the specifications. However, the requirement ((B)(4), item 3402296) did not perform as expected due to non-compliance with the pump design specification ((B)(4), item 2509876). Consequently, the application behaved as expected, and the issue was identified to be associated with the pump's behavior. After conducting a thorough investigation, we have found that the following might be the cause of the issue: supervisor timeout cases were considered as connections to be lost. After disconnection app performed auto reconnect attempts. All lost bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur). In addition, the most likely cause of the disconnect is related to the supervisor timeout error, which can be caused by the following: android device bluetooth stack implementation features. Pump software. Radio interference. Distance increase between an android device and a pump. The occurrence of this software anomaly was observed following the update to huawei emui 12+. Some modifications made during the update process resulted in an error in the pump pairing process. A potential solution is to await new updates for either the pump firmware or the emui version. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's mobile was unable to pair with the pump. Troubleshooting was performed but the pairing issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the insulin pump. The insulin pump will not be returned for analysis.